Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture in the battery compartment and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-sep-2018 with the following findings: on investigation, the pump powered on with functioning audio tone and vibration; however, the pump was not able to be fully exercised due to moisture ingress/damage in the battery compartment cause intermittent power interruption. Investigation duplicated the power complaint. The battery compartment was cracked with moisture ingress into the battery compartment and in the pump¿s internal compartment confirmed through leak testing. Moisture damage was noted to the interior electronics of the pump.